Event description:
As reported, on (B) (6), 2008, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprostheses. A proximal type I endoleak was noted during the procedure, so a cordis palmaz stent was implanted. An aortic extender component was then inserted into the stent. Upon insertion, the leading olive broke off into the patient and the device started to partially deploy. The device then fully deployed in the trunk ipsilateral leg component when the physician attempted to pull the catheter back into the sheath for removal. The physician ballooned the aortic extender component and used a snare to remove the olive. An additional aortic extender component was implanted proximally; the initial device remains in the trunk ipsilateral leg component. The endoleak persisted, so the physician decided to wait and watch the patient. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.